Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient coded. The target lesion was located in the right coronary artery (rca). The physician had performed one run at low speed using a csi orbital atherectomy device (oad), but during the next run at high speed, the patient coded. An impella was delivered, the patient stabilized and was moved to the ICU for monitoring. Three requests for additional information have been made, but none has yet been received.